Manufacturer narrative:
At this time, the product has not been returned. If the product is returned and analysis will be performed, a supplemental medwatch will be filed if there is any further relevant information from that review.

Event description:
It was reported that this lead was not successfully implanted due to wire had perforated the lead during implant procedure. The lead was never in service. No adverse patient effects were reported.